Event description:
The patient was having a heart catheterization. During the procedure while inserting the 6 french sheath several attempts were made and different wires were tried to access the femoral artery extending into the iliac distribution. Due to being unable to pass the wire through the right iliac artery. The decision was made to try the left side under ultrasonography guidance. After the catheter was advanced, the needle would not come out. When pulled on the outer part of the wire it sheared off, it went into the left profunda artery, causing no flow limitation. The patient was transferred to a different facility where an attempt may be tried to remove the retained guide wire.